Event description:
A remstar auto a-flex device was returned to a third-pary service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician found evidence of visible foam particles inside the blower kit. Additionally, the service technician also noted dust contamination, and the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and ae not considered reportable under medical device requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed.